Event description:
The customer contact reported a nondelivery. During set-up, prior to patient use, the device was programmed to deliver an unspecified chemotherapeutic medication. No specific programming parameters were provided. Reportedly, the device "looked like it was delivering, but nothing was coming out." When the nurse pressed the start button, the display did not change and the device would not deliver the medication. The device was removed from clinical service. Therapy was initiated using a replacement device. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.